Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had oversensing and intermittent loss of capture on the right ventricular (rv) lead, and as a result the patient experienced underpacing and dizziness. It was noted that short ventricular intervals on the rv lead were also observed and the lead had unstable thresholds. The rv lead was reprogrammed to prevent the issues short term, and the patient was brought in for a lead revision. The rv lead was explanted and replaced. The patient experienced dyspnea as a result of this event. No further patient complications have been reported as a result of this event.